Manufacturer narrative:
Blank display due to damaged battery tube. Unable to verify power loss alarm due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, broken battery tube threads, partially broken retainer, and corroded battery tube. Confirmed blank display due to damaged battery tube. Was unable to verify power loss alarm due to blank display. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm with no reported allegation of a device malfunction, blank display, damage (physical or cosmetic), or unexpected battery power loss. The customer reported a blood glucose value of 384 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. Before the occurrence, the customer said the following: the customer reported that the pump in the battery compartment was missing a piece. Despite inserting a new battery and inspecting the pump for two hours, the frozen display did not reappear. Before obtaining a replacement battery cap, the customer contacted back to report a blank display, which could have been caused by something. The customer was advised to unplug at the fast release. The customer has the correct battery cap for the pump that they are using on hand, but the documented material number of the battery cap being used unknown. The customer was told to apply the right battery cap, but the display was still not back, and it was blank for less than 30 seconds when the call was placed. Advised the customer to remove the battery and insert the "battery" alarm did not display on the pump screen. Checked to see if the battery was aa. Duracell aa batteries are documented as being in use. Advised customer to examine the contacts on the cap for damage; the battery cap contacts were not missing or broken, but the springs were corroded. Advised customer that the serialized device would need to be replaced, instructed the customer to halt pump use and resort to the backup plan as per hcp guidance. Advised the customer on how to put the pump into storage mode after discontinuation. Informed customer about product replacement/return policy; customer confirmed they understood the product replacement/return policy, the customer has been using the insulin pump device within 48 hours of the reported high blood glucose occurrence, and the minimed 670g/770g/780g system with the auto mode/smart-guard feature was not activated at the time of the high blood glucose occurrence. The event involved product(s) mmt-396a, mmt-1880, and mmt-332a. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-396a. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a.